Manufacturer narrative:
At this time, product has not yet been returned and the provided serial number is not valid. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre 2 sensor. The customer was unable to obtain scan readings, and began to sweat, experience palpitations, and subsequently lost consciousness. The customer was treated with glucose gel by a healthcare professional for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.